Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres, the balloon ruptured. Another 2mm x 20mm x 143cm coyote es balloon catheter was advanced, but during first inflation at 10 atmospheres, the balloon ruptured as well. The procedure was completed with a non-bsc product. There were no patient complications reported.